Event description:
Outbound, pt reports redness like flushing over body when changed to new cassette and tubing due to leaking at tubing filter. No further details provided. Lot: 57x485. Diagnosis or reason for use: sph. Is the product compounded? No; is the product over-the-counter? No.